Event description:
It was reported that during a lap appendectomy, the reload fell out in the pt. The reload was retrieved. An endoloop was performed to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.